Event description:
The stent was removed from the sterile packaging, handed to the physician and it entered the patient. The device would not deploy. It was removed from the patient and the surgeon noticed the green sheath was split. There was no harm to the patient. A new device was used without incident.